Event description:
It was reported that during an unknown procedure, the device malfunctioned. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Indicator wheel failure the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.